Event description:
It was reported that the 3.5 x 12 mm xience xpedition stent was implanted without issue. After the procedure, it was noted that the stent had expired the previous day. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for device expiration issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by (expiration) date. Potential adverse events with using the device post-expiration date include infection and stenosis/restenosis. In this case, there was no reported adverse patient sequela or device malfunction.